Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in both eyes. It was reported that right eye was hard to grade, due to tear film debris under the flap, possible 1-2+ and left eye was 1+ superiorly. Some irritation in right eye consistent with typical post surgery symptoms. The topical steroid dosage was increased to every 2 hours for x 3 days and then 4 times a day until follow up appointment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of some irritation in right eye. Patient reported symptoms are not interfering with daily activities. Uncorrected visual acuity for both eyes is 20/40.